Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have noticed their bottom inside gum is receding. The stopped wearing the lower aligner immediately. They also reported that the one tooth never rotated and the other front tooth was just pushed against it from behind, not sitting next to each other. They had to back track and wear the aligners longer. Their teeth would not stay if they took out the aligners, the would move back. They were not in a stable position and their teeth did not look like the 3d model. They stopped treatment in (B)(6) 2025 and their teeth have since moved back to where they once were.